Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple users were unable to log into the aio test station and pyxis es server. The technical support specialist applied the knowledge articles 'dbo.sysssislog table bloated dsserverreports database growing large' and 'es 1.6.1 dsclientoltp log file keeps growing recovery model set to full' to resolve the database bloating issue on the server and station. A follow-up call was made to the user, who confirmed that the system was functioning properly and approved closing the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the users were unable to log into (aio)all in one test es server. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.